Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-13827. It was reported that one of the patient's leads had high impedances and the other had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which the migrated lead was repositioned and the lead with the impedance issue was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.